Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding. It was reported that the bolus button and the act button were not responding. It was not known what caused anomaly. Customer also reported that the sensor could not reconfigure and did not show up on the insulin pump customer's blood glucose was 400 mg/dl. Customer declined troubleshooting for high blood glucose. Insulin pump will not be returned.